Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was grey which blocked graphics and text. There was no adverse impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.